Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. All pre-screening measurements were completed under transesophageal echocardiogram (tee) and a maximum ostium measurement of 22mm was noted. The depth was difficult to measure; therefore, they placed the watchman ® access system (was) in the patient to get a true indication of depth for placement of the watchman ® laa closure device and delivery system (wds). The was placement indicated that the marker bands were at or slightly above the 24mm device marker. A 24mm wds was prepped and the closure device was deployed. The physician needed to do partial recaptures to pull back and cover above the quite proximal interlobular septum which was not obvious under tee. The decision was made to do a full recapture and prep a 27mm wds in an effort to cover the space above the interlobular septum. The 27mm closure device was deployed too distal and was noted to have caught on pectinate muscle. The physician made several attempts to partially recapture the device to free it from the muscle. She applied a reasonable amount of force in her attempts, to the point that it was inverting the laa. The physician was able to cover one side of the appendage, but due to the interlobular septum being so proximal, she was unable to cover the posterior side which left a 3.6mm gap. The device was released and the procedure was completed. There were no patient complications.